Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that his blood glucose has been elevated. He stated that he changed the insulin cartridge and infusion set the previous day. The patient refused to troubleshoot and disconnected the call. The patient called back and stated that his blood glucose measured 356 mg/dl when he woke up and there was a large air bubble in his insulin cartridge. He stated that he bolused 6 units of insulin to lower his blood glucose. He stated that he allows insulin to reach room temperature prior to use, but he does not adjust the piston rod prior to inserting the insulin cartridge into the infusion device. He was educated on the proper procedure. The patient was unable to remove the air bubble through troubleshooting, and he did not have another insulin cartridge to use. The patient was advised to use alternative insulin therapy and he stated that he must use the infusion device. The patient performed a prime and insulin dripped from the end of the infusion tubing. A request for training was submitted. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.